Manufacturer narrative:
The autopulse platform (sn: (B)(4)) is a zoll evaluation unit, which was evaluated and serviced at zoll. During the functional testing on december 01, 2020, the autopulse platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up. The root cause of the observed ua07 error was the defective load cell 2. The defective load cell was likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. During functional testing, the autopulse platform displayed a ua07 error message upon powering up the platform. The root cause was due to the defective load cell 2. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During servicing of the autopulse platform (sn: (B)(4)), the platform failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.